Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing ruptured during the high-pressure CT injection. The following information was provided by the initial reporter, translated from chinese: "extension tube burst during enhanced CT high pressure injection."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0295651. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd will continue to track and trend for this issue.